Manufacturer narrative:
Correction: e1 missing doctor title.

Event description:
New information received notes that the patient presented with symptomatic bradycardia and pacing inhibition was also noted on the right ventricular lead. Further programming changes were made. There were no patient consequences.

Manufacturer narrative:
Correction: report type should have been serious injury instead of malfunction.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented remotely. Upon review of transmission, it was observed the patient's right ventricular lead was over-sensing noise. No intervention was performed. The patient was stable.

Event description:
New information received notes that a complaint of loss of capture was noted on the right ventricular (rv) lead.

Event description:
New information received notes that the patient presented remotely via merlin.net. Device interrogation revealed inappropriate shock, r-wave amp variation, oversensing noise, and low pacing impedance on a right ventricular (rv) lead. Programming changes were performed to resolve the issue. The patient condition was stable.

Manufacturer narrative:
Additional information: b5 and h6.

Event description:
New information received notes that on (B)(6) 2022, the right ventricular (rv) lead was capped and replaced. The patient condition was stable.

Manufacturer narrative:
Additional information: b5, h6.